Event description:
It was reported that when using the bd pyxis¿ medstation¿ es refrigerator door had failed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door was failed. A field service engineer (fse) powered off the station, removed the side panel, cleaned the oxidation from the microswitches and closed the panel and powered on to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es refrigerator door had failed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.